Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿under dried due to operator error ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the red rubber catheter had irritated the patient's urethra and made the withdrawal difficult. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported. Per additional information received on 05nov2021, patient stated that the subbed catheters were hurting. Per follow-up via phone on 20dec2021, it was reported that the intermittent catheters were used for 3-4 weeks and it caused irritation. Customer stated that the catheters finish was not as smooth as what they normally used and the irritation cleared up without consulting a doctor. No medical intervention was reported.

Event description:
It was reported that the red rubber catheter had irritated the patient's urethra and made the withdrawal difficult. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported. Per additional information received on 05nov2021, patient stated that the subbed catheters were hurting. Per follow-up via phone on 20dec2021, it was reported that the intermittent catheters were used for 3-4 weeks and it caused irritation. Customer stated that the catheters finish was not as smooth as what they normally used and the irritation cleared up without consulting a doctor. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.